Manufacturer narrative:
The valve will not be returned. Per the instructions for use (IFU), coronary flow obstruction is a known potential adverse event associated with the transcatheter valve replacement procedure. The IFU cautions that safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets near coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g., percutaneous coronary intervention (pci)). Multiple patient factors could put the patient at risk for coronary flow obstruction during the thv procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Procedural factors such as plaque shift, pulmonary anatomy relative to the coronary arteries, deployment of the bioprosthetic heart valve, and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the patient and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (pulmonic position, anatomy, thv implanted in a surgical valve) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The device was used in off-label implantation in the pulmonic position. As there are no specific IFU or training materials related to pulmonic procedures, the available training materials were reviewed only for information potentially relevant to the device use. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing. The indication for this case was in the pulmonic position inside an edwards surgical valve. Per the instructions for use (doc-01860306a) the edwards sapien 3 ultra, transcatheter heart valve system is indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be appropriate for the transcatheter heart valve replacement therapy. The PMA/510k field will be blank. H3 other text: at this time, the valve remains implanted in the patient.

Event description:
As reported through review of surgical records, "lv dysfunction from coronary compression; patient transferred for transplant evaluation. Approximately at 14 years and 11 months, a 23mm sapien 3 ultra valve was implanted into an edwards surgical valve in the pulmonic position. The sapien valve was successfully implanted inside the surgical valve in the pulmonic position with no procedure complications. The patient was doing well post procedure, no change in heart rate, blood pressure or indication noted on the EKG. One day post procedure, a coronary compression causing lv dysfunction and the patient was transferred for transplant evaluation.